Event description:
It was reported the patient was recently implanted and they had ¿no idea¿ where the implant was. The patient¿s bandage had come off the day prior and it was stated there was a ¿wire¿ sticking out above their butt cheek that ¿freaking electrocuted¿ the patient. It was also described as a shocking sensation. It was noted there were ¿two marks/dots, maybe incisions¿ above the butt cheek and the one on the right has the ¿wire¿ sticking out. The patient noted having three incisions. It was stated to be really painful. On the date of the call, a nurse came to check the patient and it was like ¿ewww¿ when the nurse would touch the wire. It was again stated that it was like the patient was being ¿electrocuted or something¿ and they were having pain down their buttock and leg when touched. It was further noted the patient was having vaginal problems that they did not have before. In regards to the incision sites, the nurse did not know what the procedure was, but it did not look infected from the outside. It was noted that there ¿should not be a wire sticking out.¿ it was again noted that the patient was not feeling anything until the bandage came off and they were moving. The patient had a ¿huge incision¿ on the right side with swelling. The patient felt a bump. There was no incision on the left side. When attempting to sync, the patient saw a ¿question mark.¿ it was stated the patient was unable to adjust stimulation. After repositioning on the right incision, the patient was able to get a reading. The device was set to program 1 at 0.9v with the ¿lightning bolt.¿ the patient initially indicated they were not feeling stimulation in their bicycle seat area, but felt something on their low, left butt cheek. Upon trying to increase to 1.0v, the patient indicated there was a ¿big x.¿ it was not felt in the vaginal area. When asked if they felt it in the bicycle seat area again, the patient confirmed. It was stated the patient felt like they ¿had to go all the time,¿ but nothing was coming out. In regards to this sensation, it was stated the patient did not feel it when at 0.9v. Stimulation was decreased to 0.8v after initially clearing a ¿question mark.¿ it was added the patient was implanted because their bladder was not emptying properly. It was determined that the patient should shut the device off due to the ¿electrocuting.¿ stimulation was decreased to 0.0v and the ¿lower limit¿ was reached. The device was turned off. The patient felt ¿much better¿ knowing the device was off and knowing which side their device was on. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report # 3004209178-2013-23415. This report documented complications during the implant surgery and other info regarding the recovery from surgery. The timeline of the two events were close in relation to each other.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).